Event description:
It was reported that in a case involving the mid lad, after predilatation, a stent was advanced but it would not cross the lesion. After add'l dilatation and a guide wire change, another stent was deployed and it was difficult to remove the stent delivery system (sds) from the stent. Proximal to the deployed stent, the vessel occluded. Using the zeta stent, it was deployed proximal to the first stent and again, there was difficulty removing the sds after deployment; however, it was removed and flow was restored. After this, the guiding catheter deep seated (not a guidant product) and a dissection occurred in the left main. The pt was taken to surgery and there the pt experienced a massive mi. The pt did survive.